Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime, was unable to exit from preparing to prime loop and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked display window, cracked reservoir tube lip, scratched lcd window and missing end cap sticker also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.